Manufacturer narrative:
Device was used for treatment, not diagnosis. The lot number is currently unavailable; therefore, the device manufacture date is unavailable. Therefore, UDI is incomplete. The actual device was returned for evaluation. The device was evaluated and the reported condition that the device was not working was confirmed. An assessment was performed and it was observed that the attachment device could not load a cutter as a piece of broken cutter was stuck inside. The attachment device was taken apart and it was noted that excessive corrosion, and medical debris was in the locking mechanism assembly and preventing the lock tabs from releasing the cutters which caused the failure. The piece of the cutter was examined using 25x magnification and rechecked on an optical comparator. A full assessment of the device could not be performed due to the condition of the cutter was received. The piece of the cutter was broken off below the laser marking and identification of the cutter and the lot number was not able to be identified and the rest of the cutter was not sent in for investigation. The cause for cutter getting stuck was likely due to debris and residue preventing the lock tabs from moving into place. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that the cutter device was not working when used with an attachment device. During in-house engineering evaluation it was observed that the cutter fractured and a piece of the cutter remained stuck in the attachment device. It was not reported if the event occurred during a surgical procedure. It was not reported if there was a delay to a planned procedure. It was not reported if there was a spare device available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.